Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. User facility medwatch report mw5078087 (B)(4).

Event description:
User facility medwatch (mw5078087) report received that states: during angioplasty within existing fractured stents the balloon ruptured and due to difficulty removing, it was removed along with the wire and the sheath as a unit. The balloon tip was unaccounted for. Follow-up with the account determined that the balloon was inflated twice to 10 atmospheres. An ultrasound identify the location of the tip and exploration and retrieval surgery was performed to successfully remove the tip from the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual analysis was performed on the returned device. The reported balloon rupture and separation was confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined that the reported difficulties and subsequent treatment was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.